Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that right atrial (ra) lead helix was failing to extend and the ra lead was exhibited noise over-sensing. The ra lead was not used. The physician continued to use the second ra lead and completed the procedure. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed, but the reported event of oversensing noise was not confirmed. A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Visual and x-ray examinations of the helix mechanism were normal with no anomalies found. The helix could be extended and retracted with the helix extension length measured within specification. Electrical testing and x-ray examination of the lead body were normal with no anomalies found. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue.